Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle was found broken before use. The hub was also found separated from the syringe during an additional investigation. The following information was provided by the initial reporter, translated from japanese to english: "the needle was broken." "During the course of the investigation an additional issue was noted (hub separates)."

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 8344553. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. Photos were also examined and the syringe exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8344553. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (broken needle). As per investigation completed by manufacturing, "on 14 nov2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There was no hub inside the shield. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and log book entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA 1122103 has been opened to address this issue." H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle was found broken before use. The hub was also found separated from the syringe during an additional investigation. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle was broken." "During the course of the investigation an additional issue was noted (hub separates)."